Manufacturer narrative:
E1: patient city:(B)(6). Patient country: united states

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient was hospitalized due to high blood glucose. Blood glucose at the time of event was 600 mg/dl. Length of hospitalization was 2 days patient took the treatment of IV insulin drip. No further information was available.